Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nurses could not pull more than two vials (4 mg) of midazolam at a time, and there were times when there was an order for 5 mg, which required three vials, but the system did not allow it. As a result, they used the emergency med kit, where the quantity for all medications was set to the default of one, and since nurses could not pull three vials, this caused discrepancies. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the there was no fractional unit of measure configured and caused the user to unable to dispense 5mg using 3 vitals. The technical support specialist (tss) investigated and assisted the user by enabling the fractional unit option along with the fractional unit of measure configuration, which allowed the removal of a partial or fractional dose of the medication. Customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.